Event description:
Account states they are seeing a wide range of results for sodium and potassium on a pt samples. The incorrect results have not been used to guide pt therapy. The field service representative repaired the instrument by adjusting the air/dry mixture and replacing the sodium electrode.